Manufacturer narrative:
(B)(4). Device analysis: the analysis results found that the shaft of a bcd10 devices was returned and a plastic bag with the tip of the device. Upon evaluation, the dissector tip was found separated from the shaft, evidence of adhesive was found in the tip of the shaft as the cotton appears to have been pulled off. No conclusion could be reached as to what may have caused the reported incident. The complaint was confirmed. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance's. Additional information received: the tip of the device came off during use. It was found that there was a foreign matter inside the patient 10 hours after the procedure started. When the bcd10 that was used to hold the liver was checked, the cotton tip was missing. Since the foreign matter was recognized as the cotton tip, it was retrieved with forceps laparoscopically. Additional information was requested, and the following was received: the cotton tip fell off the device during the initial procedure and was retrieved with no patient consequence. Is this information correct? Yes. No further information will be provided."

Event description:
It was reported that during a hepatectomy on the liver, the tip of the device came off during use. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.